Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the investigation identified following malfunction: defect in light guide cover glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: universal cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. E1: city: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had pink screen. There were no reports of patient harm.